Event description:
The following information was reported: a balloon loss of pressure occurred during pullback at the 2nd stop (arteriotomy). Manual compression was applied for 30 minutes. The patient was not hospitalized. Additional information: stopcock opened. No resistant while inserting and pulling back. No unusual force exerted while shuttling down/retracting sheath. Procedure type: intervention; vessel type/size: peripheral/6mm, stick location: common femoral artery.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1504909) indicated that the device lot met all established performance criteria prior to shipment. (B)(4)